Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. The indication for use was noted as intractable spasticity. The patient's medical history included a grand mal seizure at the age of 13 due to an allergy to shrimp. Since then she has had to have a tracheotomy and is unable to function on her own. It was reported the patient had fluid in her pump pocket. The physician wanted to explore to see what the cause was. The fluid was tested and was cerebrospinal fluid (csf). It was unknown if any environmental/external/patient factors contributed to the issue. X-rays of the patient were taken on (B)(6) 2016 to look to see if the sutureless connector was still attached to the pump. The patient did not have any drug in the pump as the pump was filled with nacl on (B)(6) 2016 at the time of initial implant. When the pump pocket was opened, it was determined that the sutureless connector was leaking. The cause was unknown. The physician tried to disconnect the sutureless connector from the pump, but was unable to do so. Therefore, the proximal portion of the catheter and the pump were replaced. There were no signs of leakage after that. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter, model# 8780 , serial# (B)(4), found the catheter collet not fully locked in place. It was also stated the difficult with the sutureless connector led to explant. Damage was seen on the outside of the silicone boot covering the sutureless connector. No leaking was seen during pressure testing. Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.